Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and loss of capture on the right ventricular (rv) channel. An x-ray did not reveal lead migration or dislodgement. A revision procedure was performed and the rv lead was repositioned. No adverse patient effects were reported.